Manufacturer narrative:
(B)(4)

Event description:
It was reported "2 separate dilators peeled back on themselves during insertions." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number is 9680794-2024-00212.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". A device history record review performed identified a finding for which the relevance could not be determined without the device sample to evaluate. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "2 separate dilators peeled back on themselves during insertions." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number is 9680794-2024-00212.